Event description:
A report was received that the patient was having charging issue after two non-device related surgeries wherein monopolar electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Event date: (B)(6) 2014.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure the physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that revision would not take place. No further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging issue after two non-device related surgeries wherein monopolar electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having charging issue after two non-device related surgeries wherein monopolar electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).